Manufacturer narrative:
(B)(4). Method: two rt265 infant dual heated evaqua2 breathing circuit pressure lines were returned to (B)(4) and were visually inspected. Results: no physical damage was observed to the returned pressure lines. The pressure line adaptors were fully attached to the returned pressure lines. A lot check revealed no other complaints of this nature for lot number 150113. Conclusion: we are unable to determine how the pressure line adaptors became disconnected from the pressure lines. An attempt to disconnect a pressure line adaptor from a pressure line by hand would require a significant amount of force. Each pressure line of rt265 infant dual heated evaqua2 breathing circuit is visually inspected before leaving the production line, ensuring that the pressure line adaptor is fully inserted into the pressure line. Those that fail are rejected. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms".

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the pressure line adaptor was disconnecting from the pressure line, which is part of the rt265 infant dual heated evaqua2 breathing circuit kit. This was observed during use on a patient. No patient consequence was reported.